Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge test was performed and passed. Receiver boot test was performed and passed. Functional test was performed and passed relevant tests. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was not confirmed. However, an error icon display was found in connection to the reported allegation. The probable cause of the error icon display could not be determined. No injury or medical intervention was reported.